Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had an MRI safe rechargeable implantable neurostimulator (ins) placed in their lower back/upper buttocks with leads going up into the middle of their back. Right from the start, the patient had issues charging and had a ¿replace/repocket¿ done. Afterwards, they were able to charge. The patient also reported that they had so many issues with surging from the device, so they decided to get a competitor¿s product. Prior to that implant surgery, they had lost function in their entire arm and hand. It was noted that the patient had some pain relief in their legs, but the biggest issues were the ins battery placement and surging from the unit. The patient stated that they did not receive the same level of pain relief that many others get from the unit, but also mentioned that their case was quite unique. The patient reported that they tried the stimulation that you could feel with the device and it made the pain worse. The patient tried an ¿hd¿ (high definition) setting that the unit wasn¿t really designed for, so it wasn¿t a true hd. It was noted that the patient was now on a pulse program to preserve battery and have short charge times. No further complications were reported or anticipated. Indication for use is spinal pain.